Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that site's navigation system is no longer able to receive images from electronic picture archiving and communication systems (pacs). Hospital it is claiming there has been no changes on the pacs system. No patient was present at the time of the event.